Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and collapsed tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and collapsed tubes was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes were collapsed. The following was reported, "for item: 367956 we ordered x100ea of this item. Upon receipt it was discovered that some of the tubes have been either squashed or melted. Please see pictures attached. Is it possible to have this item replaced."

Manufacturer narrative:
The reported lot# 8136797 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer sst ii advance plus blood collection tubes were collapsed. The following was reported, "for item: (B)(4) we ordered x100ea of this item. Upon receipt it was discovered that some of the tubes have been either squashed or melted. Please see pictures attached. Is it possible to have this item replaced".